Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner which has dislocated and been revised in (B)(6) last year (2022) now the liner had dislocated again and they think it is something wrong with the cup. The first time when they revised the liner it was also a small amount of metallosis, but they did not find any harm on the cup at that time. They are now planning on changing the cup the (B)(6) 2023. The patient got the first implant in (B)(6) 2022, which got revised in (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device worn from one half portion, indicating edge loading. Interlock feature edge of the liner denoted 3 ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device (122132050/jt3466) product and lot numbers, and no non-conformances were identified. Device history review: a manufacturing record evaluation was performed for the finished device (122132050/jt3466) product and lot numbers, and no non-conformances were identified. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.